Manufacturer narrative:
(B)(4). Concomitant products: p/n 139252 l/n 598560 m2a-magnum taper insert; p/n 11-103204 l/n 821460 taperloc stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. There are warnings in the package insert that state that these types of events can occur: under possible adverse effects, number 1 states, "material sensitivity reactions" and "particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid." Number 15 states, ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿ multiple MDR reports were filed for this event, please see associated report 0001825034-2017-02185.

Event description:
Patient¿s legal counsel reported patient was revised approximately 8 years post-implantation due to elevated metal ion levels. Legal counsel for patient further reported intraoperative findings including metal stained tissue and bone, metallosis, and necrotic debris. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.